Event description:
On (B)(6) 2013, it was reported that the display screen was cracked. The patient stated that the damage was noticed on (B)(6) 2013; trauma to the pump and evidence of moisture or condensation in the pump was denied. The patient said that the display screen information could be clearly read, and the patient continued to use the pump until a replacement was delivered. There was no adverse event associated with this issue. The complaint is being reported because the display screen could not be corrected during the contact with animas.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.